Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the female connector of a peritoneal dialysis (pd) transfer set and the minicap. This was observed during use of the devices for pd therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted damage on the female connector of the transfer set. Functional tests including clear passage and clamp function tests were performed with no issues noted. Leak testing was performed using the returned minicap and again with an in-lab minicap and a leak was observed with each minicap, the leaks were due to the damaged female connector of the transfer set. No issues were noted on either of the minicaps.the reported condition was verified. The cause of the damaged female connector was due to a manufacturing related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.